Event description:
It was reported the pt experienced a surging sensation when turning on the neurostimulator. The symptoms began after going through a security device at the airport. Additional info has been requested, but was not available on the date of this report.